Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly prompting data source error message, preventing user to open med application. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device data error due to database recovery pending issue. A technical support specialist uninstalled the knowledge base, proceeded to install new data base and did full synchronization to resolve. The system was functional as intended.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-apr-2022 to 23-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device prompted data source error. A technical support specialist found that the issue was due to database recovery pending issue. Uninstalled the knowledge base, installed new database and full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system unexpectedly prompting data source error message, preventing user to open med application. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.